Event description:
The customer reported having low blood glucose of 28mg/dl and the paramedics were called. They treated his blood glucose with an injection to increase his blood glucose. Troubleshooting was performed. The caller stated that his blood glucose has been low for a few days. The customer mentioned that the drive support cap was flush. Assisted the caller to run the displacement and self test and they passed. The caller was concerned that the bolus wizard was giving him too much insulin. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.